Event description:
The main body graft and legs were placed. However, after deployment, it was determined to place another manufacturer's stent to seal the distal leg area. The iliacs were described as "cruddy" and a decision was made to place the other manufacturer's stent to open up the leg and seal it to prevent a type I endoleak.